Event description:
On (B)(6) 2013, a second revision operation was performed and the plastic insert was replaced a second time, as it was broken again. The insurance company has instructed an independent orthopedic surgeon to review the inserts, as well as the knee team in the slaz/olvg. They all stated excessive wear on the insert that was disproportionate given the time frames.

Manufacturer narrative:
Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: excessive valgus malposition of 12° combined with excessive posterior tibial slope of 16° have caused considerable overload in the arthroplasty bearing due to instability, progressive in flexion. Rollback of the femoral component over the posterior border of the bearing has caused significant damage including a fatigue fracture of a posterior poly piece. There was no evidence of patient or device-related factors. Conclusions: device evaluation indicated that delamination, burnishing and scratching were observed on the kinemax + insert. These are common damage modes for uhmwpe. Damage was predominantly visible on the medial and lateral ends of the articulating surface. No material or manufacturing defects were observed on the surfaces examined. It is noted that the subject insert is a duration insert. The medical review indicated that excessive valgus malposition combined with excessive posterior tibial slope have caused considerable overload in the arthroplasty bearing due to instability, progressive in flexion. There was no evidence of patient or device-related factors. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2013, a second revision operation was performed and the plastic insert was replaced a second time, as it was broken again. The insurance company has instructed an independent orthopedic surgeon to review the inserts, as well as the knee team in the slaz/olvg. They all stated excessive wear on the insert that was disproportionate given the time frames.

Manufacturer narrative:
An event regarding wear involving a kinemax tibial insert was reported. The event was confirmed. Method & results: device evaluation and results: delamination, burnishing and scratching were observed on the kinemax + insert. These are common damage modes for uhmwpe. Delamination is caused by fatigue from contact with the femoral condyles. Burnishing is caused by adhesive/abrasive wear against the femoral condyles. Damage was predominantly visible on the medial and lateral ends of the articulating surface. No material or manufacturing defects were observed on the surfaces examined. It is noted that the subject insert is a duration insert. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: there were no similar events reported for the lot. Conclusions: device evaluation indicated that delamination, burnishing and scratching were observed on the kinemax + insert. These are common damage modes for uhmwpe. Damage was predominantly visible on the medial and lateral ends of the articulating surface. No material or manufacturing defects were observed on the surfaces examined. It is noted that the subject insert is a duration insert. However, the exact cause of the event could not be determined because further information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2013, a second revision operation was performed and the plastic insert was replaced a second time, as it was broken again. The insurance company has instructed an independent orthopedic surgeon to review the inserts, as well as the knee team in the slaz/olvg. They all stated excessive wear on the insert that was disproportionate given the time frames.

Event description:
On (B)(6) 2013, a second revision operation was performed and the plastic insert was replaced a second time, as it was broken again. The insurance company has instructed an independent orthopedic surgeon to review the inserts, as well as the knee team in the (B)(6). They all stated excessive wear on the insert that was disproportionate given the time frames.

Manufacturer narrative:
An event regarding wear involving a kinemax tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: there were no similar events reported for the lot. Conclusions: the exact cause of the event could not be determined as device evaluation and review of information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.